Event description:
Follow-up from the implanting surgeon provided that he did not note an increased heartrate and stated the heartrate was between 60-100 bpm. The results of diagnostics were reported to be all good and okay. The heartrate did not increase under any other circumstances or related to interrogation or diagnostics. The surgeon stated that ¿during the final setting of the model 106, the heartrate was about 70 and the device was on and did not cause or lead to an increased heartrate.

Event description:
It was reported that during surgery a vns patient¿s heart rate increased from in the 60¿s (bpm) to 105 bpm during interrogation and diagnostics testing. The anesthesiologist had administered medications to decrease heart rate and no further issues were reported. The device was not turned on at that time. Additional relevant information has not been received to-date.